Manufacturer narrative:
User facility report: (B)(4) was received 13jan2025. A1-a4: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states the patient was admitted on (B)(6) 2024 with increasing shortness of breath and lightheadedness. The lactate dehydrogenase (ldh) upon admission was 275. A computed axial tomography (cat) scan was performed on (B)(6) 2024 which noted luminal thrombus within the proximal aspect of the outflow graft resulting in moderate to severe stenosis. The patient was taken to surgery on (B)(6) 2024 with the bend relief incised and immediate return of a significant amount of proteinaceous debris. On (B)(6) 2024 the patient noted improvement in respiratory effort. On (B)(6) 2024 the patients ldh was 218.

Manufacturer narrative:
Section h10 corrected. 400300000-2024-00000014. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h10: medwatch number corrected: #(B)(4). Manufacturer's investigation conclusion: the report of outflow graft stenosis with a significant amount of proteinaceous debris present upon outflow graft bend relief incision could not be confirmed based on the provided information. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events of shortness of breath, lightheadedness, and elevated lactate dehydrogenase (ldh) levels could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.